Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. No issues were found with the needle mechanism that would result in the cannula retracting. The device ran 1987 pulses and no abnormalities were observed with the download data that would indicate the device struggled to deliver insulin. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was not visible when the pod was removed with the pink slide moving forward, indicating that the cannula deployed and then retracted back into the pod. The patient's blood glucose (bg) values reached 365 mg/dl. For treatment, the patient gave themselves a manual injection. The pod was worn between 4 and 24 hours.